Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's daughter reported fluid leaking from the pump module and cassette following treatment. She was instructed to discontinue using the cycler until it was replaced. During follow up with the patient's pd nurse it was reported that the patient had pre-existing peritonitis diagnosed on (B)(6) 2014 for which she was receiving vancomycin and fortraz. No additional treatment was administered for this event. The patient is continuing pd treatment.